Event description:
It was reported that during a laparoscopic gastric bypass procedure, only one side of the cartridge stapled. Used a device of a different product code to complete the procedure. There was no patient consequence.